Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support decided to replace the pump, advised the caller on backup insulin therapy using multiple daily injections (mdi), and confirmed the shipping address for the replacement pump. Additionally, instructions were provided for the pump's storage mode and steps were outlined for handling the replacement pump. The problematic pump was to be returned via ups using a pre-paid label within 10 days.